Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error and a battery out limit. The patient's blood glucose level was 206 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that troubleshooting could not be performed due to the buttons not functioning. The customer did not return the product back for analysis.